Event description:
Reportedly, a patient was diagnosed with anterior vault with myopic shift post yag capsulotomy performed on (B)(6) 2015. The surgeon considers repositioning the lens. This report refers to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.